Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented at the hospital after a massive stroke. It was also reported that the device was unable to be interrogated and that there was no magnet response. It was also reported that the patient fell in the previous week or two and had bruising on the right chest. The physician felt that the device may have reached elective replacement indicator and was so severely depleted that it was not responding. The patient had been taken off life support and was assumed to have passed away.